Event description:
According to the customer they were in the bathroom moving from the toilet to the wheelchair, and when they went to sit down the wheels "felt loose".

Manufacturer narrative:
According to the customer they were in the bathroom moving from the toilet to the wheelchair, and when they went to sit down the wheels "felt loose". Per the customer the brakes were applied, and the chair was not moving, however, because the wheels "felt loose" the customer leaned over to check/apply the brakes to ensure they were engaged and when they leaned over, they experienced a fall in which they hit their head and "went unconscious". Per the customer the "left brake is bent", but they don't recall if the brake was bent prior to or after the incident. Per the customer they were transferred to a rehab facility where a CT scan was performed, which "didn't show anything wrong". Per the customer they will be in the rehab facility for "25 days" and are currently taking "norco" for pain control. The customer was not able to confirm a diagnosis at this time. The device was requested for evaluation. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated: b4, d4, d9, g3, g6, h2, h3, h6.